Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient had experienced elevated blood glucose (bg) up to 500mg/dl with unspecified amount of ketones, and was treated in the emergency room. The reporter did not provide specifics of treatment. Reportedly, the patient experienced signs/symptoms of illness, but no specifics were provided. The patient reportedly remained on the pump. Customer technical support reviewed the pump with the patient and found all settings and histories were correct; the time and date were reportedly correct and all basal and bolus histories matched with the total daily dose history. No pump defects were found during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause requiring medical intervention while using insulin pump therapy.

Manufacturer narrative:
The pump has not been requested for return. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.